Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿ cgm registered a low glucose reading, while a concurrent bg meter reading showed 70 mg/dl. At the time, the patient was using a tandem insulin pump. No symptoms of hypoglycemia were reported by the patient. The patient self-administered 25 grams of carbohydrates to address the low glucose level. Subsequently, the patient presented to the emergency room (ER) for further evaluation. Upon arrival, the cgm reading was 160 mg/dl, and the bg meter indicated 300 mg/dl. The patient was admitted to the hospital for observation and monitoring of blood glucose levels. It was noted that the patient had recently taken cortisone, a medication known to cause fluctuations in blood glucose. The patient was discharged home on (B)(6) 2025, in good condition, as confirmed during follow-up on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid no symptoms of hypoglycemia were reported by the patient. The reported glucose values fall within the b zone of the parkes error grid when checked in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.